Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the lead helix was distorted due to pulled/stretched/overstress, and the lead was damaged at implant. (B)(4).

Event description:
It was reported that during implant attempt, the physician was unable to pass the lead through the vein. The lead was not used, and a different lead model was implanted via another vein. No patient complications have been reported as a result of this event.